Event description:
Additional information received reported the patient had a compression fracture after a fall and the revision surgery was on hold.

Event description:
It was reported that there was stimulation in the wrong location and a lead migration. It was stated that reprogramming was attempted but was not successful. It was noted that 'a lot' of rib stimulation occurred, and there were 'at least' two 'significant' yet 'unrelated' falls that required hospitalization. The patient reportedly was 'doing extremely well' with stimulation pattern until they fell. An x-ray was taken which showed leads 'seemed to be at top of t6,' but they were originally implanted at the 'bottom of t6.' It was noted that a lead revision was being considered. Patient was alive with no injury. Additional information was requested but not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 355531, lot# n314551, implanted: (B)(6) 2012, product type screening device. (B)(4).

Manufacturer narrative:
(B)(4).